Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained reagent kit of architect anti-hcv reagent, lot number 70569li00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Two sensitivity panels and additional replicates were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Reagent lot 70569li00 detected the same bleeds as reactive as historical data of architect anti-hcv assay. Based on this data it was shown that the sensitivity performance is not adversely affected. The performance of the likely cause lot was investigated by completing a review for potential non-conformances/ non-conformances or deviations related to the likely cause lot with no issues identified. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Taken together, a systemic issue and/or product deficiency was not identified.

Event description:
The account provided additional information that the hcv results were confirmed to be negative on immunoblot tests.

Manufacturer narrative:
The entire facility name is (B)(6). This report is being filed on an international product, list 06c37, that has a similar us product distributed in the us, list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect (B)(6) (0.8, 0.8 s/co) results on a patient who tested roche (B)(6) method (B)(6) (26, 26, 27 no unit of measure provided). Two samples from different draw dates from the patient were repeated using the architect (B)(6) method at another laboratory again with (B)(6) results (0.86, 0.85 s/co). No specific patient information was provided. No impact to patient management was reported.